Event description:
It was reported that the patient had shortness of breath along with nausea and vomiting. At the time of the report, it was uncertain if the symptoms were related to the implant, device or drug therapy. The pump contained dilaudid and bupivacaine. Interventions included oral phenergan 12.5 mg every 6 hours with adjustment of the medications in the pump. It was later reported that the event was possibly medication side effects, related to drug action; initiation of therapy. The pump dose was decreased by 29% on (B)(6) 2012 and by 95% again on (B)(6) 2012. The patient was hospitalized and the event resolved without sequelae as of (B)(6) 2012.

Manufacturer narrative:
Catheter model # 8709 lot # n302150003 implanted (B)(6) 2012 explanted unk.

Manufacturer narrative:
(B)(4).